Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon indicator of a 5f mynx control vascular closure device (vcd) did not function as intended, and button 1 was not pressed. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization (tace) treatment. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon indicator of a 5f mynx control vascular closure device (vcd) did not function as intended, and button 1 was not pressed. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization (tace) treatment. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was deployed but remained mounted on the unit delivery shaft. No abnormal conditions were observed on the sealant sleeves. Additionally, a 5f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was evaluated as part of an inflation/deflation functional analysis. An initial attempt to perform the evaluation using a mynx laboratory sample syringe was successful, and the test was completed without issue. Since button 2 was received not fully depressed and the balloon was received not retracted, button 2 was fully depressed during the evaluation, allowing balloon retraction. During this evaluation, no issues related to the reported event were observed. The balloon inflated and deflated as expected, and the inflation indicator functioned properly, fully extending during inflation and returning to its original position upon deflation. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted. Additionally, the reported event of ¿pressure gauge-inflation indicator extension difficulty¿ was not observed through analysis of the returned device as there were no anomalies noted during functional analysis with the inflation indicator and balloon. The exact cause of the issues experienced by the customer could not be conclusively determined during product evaluations. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Additionally, it is not possible to determine what factors may have contributed to the balloon indicator issue reported, especially since there were no anomalies noted to the component during functional analysis. However, handling factors are also possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿step 1: position balloon: insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock.¿ the IFU also instructs, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.